Event description:
It was reported that the customer had problems with her glucometer and the insulin pump. The nurse stated that the customer was hospitalized due to high blood glucose of 369mf/dl. It was stated that the customer experienced shortness of breath and weakness prior to her admission. Troubleshooting was performed. The time, date, and bolus wizard were correct. The drive support cap appears normal. Assisted the nurse to run a manual prime and the insulin did exit. Performed a high pressure test and passed. The nurse stated that they treated again her blood glucose with an insulin drip since her blood glucose was reading 328mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.